Manufacturer narrative:
Date of event: estimated date. The original tweet referenced is filed under a separate medwatch report number. Exemption number e2019001. The device was not returned for analysis. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported separation; however, the entrapment and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
A tweet was read that was seeking responses to the following question: "has anyone ever come across this before? The hydrophilic portion of the proglide device separated from the main body, inside the femoral artery". This medwatch report captures the response: ¿I have seen it a couple of times when it is hung up in calcium and too much twisting motions is used when pulling it out.¿ no additional information was provided.